Event description:
The manufacturer's representative reported the patient had a catheter revision earlier in the day and was now experiencing overdose symptoms. The patient was admitted to the intensive care unit for monitoring overnight. The patient was discharged to home the next day.